Event description:
In 2008, I had my right hip replaced with a depuy pinnacle, metal on metal implant. After recovery period, I started having pain in my hip and leg and within 6-12 months started developing neuropathy in my right foot and since is in both feet and starting in my fingers on both hands. I have severe joint aches particularly in both knees. After seeking another opinion about my problems, blood tests were done and the most recent found cobalt levels 100 times higher than normal and chromium 30 times. Because of this, I will be going to have revision surgery done (B)(6) 2013. I¿ve done a lot of reading about asr recalls and the fact the j&j never rec¿d FDA approval for this system which angers me greatly. I¿m not looking forward to a second surgery in 4 yrs and I don¿t know if the pain I¿m having or neuropathy will subside but I do think something needs to be done to prevent these issues in other potential pts. Ongoing visits to original doctor since surgery in 2008, multiple x-rays, MRI, shots etc. Too numerous to note.